Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent repair of a 5.3 cm infrarenal abdominal aortic aneurysm. On (B)(6) 2009, the patient underwent a follow-up computed tomography angiography that revealed a possible proximal type I or a type ii endoleak. On (B)(6) 2009, the patient underwent coil embolization behind the aortic extender component. On (B)(6)2011, the patient underwent a follow-up computed tomography that revealed no type I endoleak, but a type ii endoleak from lumbar arteries. The patient has not returned for further follow-ups.